Event description:
It was reported that there was no correlation between the pulse generator's battery voltage of 2.75 v, magnet rate 98.5 ppm and the estimated longevity of 0.75 - 1.25 years with an impedance of 5.3 kohms. Loss of ventricular capture was observed after an implant duration of four years.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.